Event description:
Event description guidant received information that this device was part of a legal action and the pt passed away. Guidant has no specific information as to the device involvement in the pt's death.

Event description:
Boston scientific, formally guidant received information that this device was part of a legal action and the patient passed away. No specific information as to the device involvement in the patient's death. Subsequently, information was received that this patient passed from acute circulatory failure brought on by congestive heart failure. The device was later returned; however, placed on legal hold due to the pending litigation.

Manufacturer narrative:
Recently, this device has been released from legal hold and detailed analysis performed. Engineers performed a visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The analysis of this device confirmed normal operation and was not related to the clinical outcome of this case.